Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/18/2025, a facility representative reported via (B)(4) that an ar-13999mf fastpass scorpion's jaws do not close all the way. This occurred during a case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to an internal manufacturing issue. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.